Event description:
Reportedly, during a dual-chamber pacemaker implantation procedure performed on (B)(6) 2025, the tld042m vega m ventricular lead could not be connected to the tpm018c oto dr (B)(6) pacemaker. When connecting the leads to the device, the physician noticed that the screwdriver did not fit the ventricular pin screw and was unable to screw the lead to the device. To check if there was a problem with the screwdriver, he performed the same operation with the atrial lead, successfully connecting the tld041c vega r52 atrial lead to the tpm018c oto dr pacemaker. When he tried again with the ventricular lead, he encountered the same problem. They took a new screwdriver and again found it impossible to connect the ventricular lead correctly to the pacemaker. At this point, they decided to use another device, in this case a tpm016c teo dr. With the new device, there was no problem connecting either the atrial or ventricular leads.

Event description:
Reportedly, during a dual-chamber pacemaker implantation procedure performed on (B)(6) 2025, the tld042m vega m ventricular lead could not be connected to the tpm018c oto dr (B)(6) pacemaker. When connecting the leads to the device, the physician noticed that the screwdriver did not fit the ventricular pin screw and was unable to screw the lead to the device. To check if there was a problem with the screwdriver, he performed the same operation with the atrial lead, successfully connecting the tld041c vega r52 atrial lead to the tpm018c oto dr pacemaker. When he tried again with the ventricular lead, he encountered the same problem. They took a new screwdriver and again found it impossible to connect the ventricular lead correctly to the pacemaker. At this point, they decided to use another device, in this case a tpm016c teo dr. With the new device, there was no problem connecting either the atrial or ventricular leads.

Manufacturer narrative:
The conclusions are as follows: the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The ventricular silicone cap and the setscrew (cavity and tip) was found damaged. Metallic and silicone residues were found inside the ventricular setscrew cavity. Incorrect tightening marks were noticed on the ventricular setscrew tip with several damages. The most likely hypothesis is that too much strength was applied with the screwdriver. In addition, there was, probably, an incorrect alignment between the screwdriver and the setscrew cavity leading to damages on the ventricular setscrew generating abnormal screwing and therefore a misconnection between the lead and the connector. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.